Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was around 70 mg/dl. The customer stated that they were able to rewind the insulin pump. The customer was also reported that notification light stopped immediately. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.